Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 42224 was verified. The event log did not show any related errors. Service replaced the micro processor board as a precaution. Use testing was performed. The problem source is unknown.